Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7146778, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) # (B)(4). Model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7146746, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) # (B)(4). Model number/catalog number: db-4600-c, serial number: not applicable, batch/lot number: 38685839, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) # (B)(4). Model number/catalog number: db-3128-55, serial number: (B)(6), batch/lot number: 5003530, model/catalog description: dbs 2x8 extension 55cm sterile kit, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient that is implanted with the deep brain stimulation (dbs) system has passed away due to complications following multiple surgeries after a fall because of poor balance, in which he broke his hip. It was noted that it is not believed that the dbs system or the implant surgeries themselves, contributed to the patients' death, however, it was noted that the cause of death is unknown, and that nothing is suspected to have occurred during the implant procedure that may have contributed to the patients' death. It was noted the poor balance was a significant co-morbidity which is believed to have contributed to the patient's death.